Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from approximately 360-361 mg/dl. No troubleshooting was performed as issue occurred in the past. Pump supplies were changed to address the issue. No issues were observed with the infusion set or cartridge. Customer continued using the pump for insulin therapy.